Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-oct-2014, and confirmed that this device was not previously returned for servicing and there were no production failures that correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that patient details were not showing up. The technical support specialist (tss) reviewed device event reports and confirmed that the medication quantity displayed correctly for both users. Logs showed no formulary, order, or station issues; differences were due to workflow: one user verified inventory before removal, prompting a count first, while manuelita removed first and then verified. Orders (B)(4) contained identical data and displayed correctly; order (B)(4) was purged, but its given amount was 5,000 units (5 ml from a 1,000 units/ml, 10 ml vial), indicating the station should show 5 ml rather than 5 vials. The system functioned as intended after the technical support specialist (tss) investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower displayed incorrect medication quantities in three instances. For an order of amlodipine 5 mg (medid 05492), pyxis instructed the nurse to pull two tablets instead of one. For a heparin 7,500 unit order linked to two 5,000 u/1 ml vials, pyxis prompted only one vial. For a sevelamer 800 mg order, pyxis instructed the nurse to pull 1,600 mg. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower displayed incorrect medication quantities in three instances. For an order of amlodipine 5 mg (medid (B)(6)), pyxis instructed the nurse to pull two tablets instead of one. For a heparin 7,500 unit order linked to two 5,000 u/1 ml vials, pyxis prompted only one vial. For a sevelamer 800 mg order, pyxis instructed the nurse to pull 1,600 mg. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.